Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual analysis, confirms that the tips are twisted as well as fractured. DHR was reviewed and no discrepancies were found. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. The driver can still fracture if torque continues to be applied, but this happens only after the driver first twists. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Material certification was reviewed and found no anomaly or deviation. A field communication has been distributed to address proper use of the driver; however, a conclusive root cause for this event was unable to be determined. There are warnings in the package insert that this type of event can occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices: - t7 cannulated driver ao catalog #: 110018531 lot #: ni, t7 solid driver ao catalog #: 110018541 lot #: 14042b. It has not yet been indicated by the customer whether the devices will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 1 of 3 mdrs filed for the same patient (reference 0001825034-2017-05394 / 05395).

Event description:
It is reported that while the surgeon was performing an arthroscopic procedure, three (3) drivers broke. Due to this complication, the surgeon had to perform an open procedure instead and the change in plans caused a three (3) hour delay in surgery. The patient did not suffer any severe consequences due to the significant delay in surgery. Attempts have been made to retrieve additional information, but no further information is available at this time.